Manufacturer narrative:
Investigation results: aesculap ag did not receive a product for investigation. Therefore, investigation results are based on historical data analysis. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. This medwatch is beeing sent as a feedback to the FDA in reference to the medwatch: (B)(4). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury. - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 2(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Conclusion/preventive measures: on basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication fo a material-, manufacturing- or design- related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with the product bh135r - kelly forceps del cvd 140mm via information received from mw (B)(4). According to the complaint description, the tip of the clamp broke off. This occurred during an exploratory abdominal laparotomy, ovarian resection with radical dissection for debulking, and appendectomy. There was no patient harm. Further details were not provided. The malfunction is filed under aesculap ag reference no. (B)(4).